Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultramini meter is giving inaccurate high reading of ¿4.2 mmol/l¿ (76 mg/dl) compared to ¿2.2 mmol/l¿ (40 mg/dl) the hospital meter. This complaint is classified according to the documentation of the customer care advocate. The patient reportedly does not take any medication to manage his diabetes. He started to use the subject meter in (B)(6) 2012 and felt that the meter started to give inaccurate readings two weeks later. In (B)(6) 2013, the patient reportedly developed symptoms of hypoglycemia and passed out. He was taken to the hospital where he was treated. He reportedly did not recall any number values or the type of treatment at the time of concern. The second incident happened sometime in (B)(6) 2013 when he had the alleged inaccurate reading of ¿4.2 mmol/l.¿ he subsequently developed symptoms of ¿sweaty, irritable, and confused¿ and required hcp treatment in the ER for a blood glucose reading of ¿2.2 mmol/l.¿ during troubleshooting, the patient verified the readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The unit of measurement was correctly set. The test strips were in good condition and within the discard date. The patient was using the testing procedure per the instruction for use. Control solution results were outside the acceptable range. This complaint is being reported because the patient claimed had inaccurate high results on the subject meter and required hcp treatment on two occasions for hypoglycemia.

Manufacturer narrative:
Follow-up (6/24/2013)-additional information: for the reported incident, please take note that there were two test strip lot#s involved. One was reported with lot# 3366484 and the other lot# is unknown. For lot# 3366484, the unit of measurement was correctly set. The test strips were in good condition and within the discard date. The patient was using the testing procedure per the instruction for use. Control solution results were outside the acceptable range.for the unknown lot#, the unit of measurement was correctly set. The test strips were in good condition but have been opened longer than the discard date. The patient was using the testing procedure per the instruction for use.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.